Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon that the error e216 was occurred by the ccd failure of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor unit, or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus service operation repair center (sorc), that the error, e216 which indicates there was the communication problem between the subject device and the video processor was displayed. The subject device had been returned to sorc for repair of the peeling off the video connector label. The occurrence date of the event is unknown. There was no patient injury associated with this report.